Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-27 was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made to correct this condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with common failure f-27. This condition was found upon power up of the device in the pediatric intensive care unit . This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.